Event description:
It was reported that the patient presented to the emergency room with a heart rate in the 20 beats per minute range and complete heart block. The device was unable to be interrogated either wired or wireless and no pacing was seen. It was noted the remote monitoring transmission from five months prior showed a battery status of 3.04 volts and the battery was thought to have been 2.70 volts two months prior to the patient presenting. The device had possible early battery depletion. The patient received a temporary pacemaker until being evaluated for a device change. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2187 implantable pacing lead, (B)(6) 2006, 1688t competitor implantable pacing lead, (B)(6) 2006, 5076 implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and the results were inconclusive. Based on the destructive analysis results, no internal short occurred in the battery and no evidence was found of a condition that would cause a high internal current drain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.